Event description:
The patient stated that he had experienced difficulty while replacing the insulin cartridge in his infusion device and priming the system. He stated that, while changing his insulin cartridge, the cartridge plunger remained attached to the piston rod in the cartridge chamber of his infusion device. As a result, an unspecified volume of insulin "spilled" into the cartridge chamber. He successfully detached the plunger from the piston rod and removed the insulin from the cartridge chamber using a cotton swab. During troubleshooting with a company representative, he was educated regarding steps described in the product labeling to change the cartridge and to prime the system. The patient did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.